Event description:
When presented for chemotherapy, the port was checked and found to not have a blood return. On imaging the catheter was fractured and the tip was seen in the right ventricle. Pt was sent to interventional radiology for tip retrieval and insertion of a new port.